Event description:
The hospital purchasing was told to return the retained harvesting cannula. No other information was provided by the hospital. The hospital confirmed that there were no pt complications. Failure analysis performed in march, 2004 determined that the toggle is broken on the returned device. This is reportable malfunction.